Event description:
Healthcare professional reported "echogenic beams and areas of ¿dirty shade¿ inside, suggesting rupture", "isolated calcifications¿ and "simple cysts" deemed not device related. Healthcare professional later reported "patient with breast discomfort". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.